Manufacturer narrative:
Retainer ring = black . Insulin pump received with constant pump error 38 alarm during rewind due to corroded motor home switch. Insulin pump received with cracked battery tube threads, fading serial number label and cracked case corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back. Customer stated insulin pump was vibrating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.